Event description:
Information received by medtronic indicated that the customer was hospitalized for high blood glucose which was 550 mg/dl on (B)(6) 2022. Customer current blood glucose was 225 mg/dl. The customer didn't experience any symptoms related to high blood glucose. The auto mode smart guard feature was not active at the time of event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection, insulin pen for high blood glucose. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.